Event description:
Patient reported "textured", "medical issues", and "concern with the product". Later, patient reported "pain", "tenderness and burning", and "fluid forming around the device" diagnosed via MRI. Later, healthcare professional reported "textured" and "patient's concern with product". This record is for the left side. Device remains implanted.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: seroma.